Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported difficult clip deployment was due to procedural circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This will be filed to report delayed activation. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation grade 4 with a prolapsed posterior leaflet. The first two clips were implanted successfully. Upon deployment of the third clip, the clip would not deploy. Troubleshooting was performed, and was successful. The clip was implanted and the procedure was concluded with a resulting mr of grade 2. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.